Event description:
A manufacturing representative reported that patient needed a battery replacement on (B)(6) 2016. Calculation was done at 2.20 volts, 130hz, 90usec, 1200 ohms and estimated 6.07 years to elective replacement indicator (eri) and 6.32 years to end of service (eos) and the patient¿s implant had been implanted less than 3 years ago. Impedance check had shown 2600-1154 ohms at 3 volts. There were no symptoms and therapy was fine. The patient had a lead implanted in the ventral intermediate (vim) programmed at c+2-. Manufacturer representative was instructed to check with the healthcare professional to see if patient¿s programming had changed, past programming. The patient¿s indication for use is parkinson¿s dual and movement disorders. Additional information received indicated that the cause of the implantable neurostimulator (ins) depleting had not been determined. The healthcare professional had not adjusted the settings. The patient had done well on the settings in place and the patient left the battery on 24 hours a day. The ins was not saved during replacement surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.